Event description:
It was reported that urine leaked from the bottom of the bag. It was later reported per additional information received from the complainant via email on (B)(6) 2019, it was noted that the leak was coming from where the rubber catheter part meets the clear foley tube and not the drain bag. The complainant noted that the seal was present and still intact. The catheter was reportedly removed and replaced.

Manufacturer narrative:
The reported issue was confirmed as manufacturing related due to the leak occurring near the bifurcation. The inspector received one urine metered drain bag with the catheter. The catheter was removed from the drain bag and the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). However, an immediate leak was noted over the inflation lumen near the bifurcation. The hole was measured to be 0.013 inches and was located 0.4985 inches from the bifurcation. A potential root cause of 'operator hits the catheter shaft against the bottom insert when removing the catheter from the mold' can be identified for this type of observed failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4) unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine leaked from the bottom of the bag. It was later reported per additional information received from the complainant via email on 10jun2019, it was noted that the leak was coming from where the rubber catheter part meets the clear foley tube and not the drain bag. The complainant noted that the seal was present and still intact. The catheter was reportedly removed and replaced.